Manufacturer narrative:
(B)(4).

Event description:
It was reported that during atrial lead replacement procedure, rv lead was also replaced due to unacceptable elevated thresholds. Patient&#38112;condition was fine post-procedure.